Event description:
It was reported that a physician was attempting to treat a severely calcified lesion at the prox lad with over 90% occlusion and 95% stenosis. A scoring balloon was used to break the calcified lesion at the prox lad with a pressure of 15atms. The physician attempted to deploy a 3.0mm diameter x 38mm length resolute integrity rapid exchange (rx) drug eluting stent, but noted resistance during the delivery to the target lesion. The stent was found to be flared up at the proximal part of the stent when it was removed from the patient. Two other resolute integrity stents were implanted in the mid lad and prox lad with excellent angiographic results. No patient injury occurred and no clinical sequelae were reported. Device evaluation: the stent was positioned between marker bands as per specification. Multiple stent struts were slightly misaligned; the first proximal strut was raised and damaged.

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (stent deformation and failure to deliver device). Patient condition affected effectiveness of the device (patient lesion morphology; 95% stenosis and 90% occlusion). Evaluation: conclusion: device failure/lack of effectiveness related to patient condition patient lesion morphology; 95% stenosis and 90% occlusion). (B)(4).